Event description:
Nurse placed huber needle in pt's port then attempted to flush port with normal saline. Upon pushing the saline, it would squirt backwards out of tubing and onto the pt. Nurse removed the syringe from the end of tubing and upon inspection noticed that the end of tubing was defective, either cracked or mis-shapen. This product problem occurred three more times in the same way on the same day.

Manufacturer narrative:
Note: the clinician reported four occurrences of this product problem on one product incident report. Please reference the mdrs listed below for the additional occurrences: MDR 2245270-2013-00003, 00004, 00006. While the customer did not return the malfunctioning devices, the customer was able to return four unopened devices. Vygon performed a complete complaint investigation using the unopened sample and a lot history review. Examination of the unopened devices indicated that the devices functioned as intended. Vygon performed a functional test by attaching a water filled 60ml syringe to the proximal end of the sets and pressurized them to help determine the actual location of any leakage. None of the sets leaked. Without having the actual set to examine and after conducting a thorough investigation into this claim vygon cannot confirm a quality problem with this lot of product. All manufacturing steps were performed and all in-process quality control testing pass the inspection acceptance quality level (aql). According to vygon's records, (B)(4) parts were tested for pressure and occlusion testing during manufacturing all with passing results. Although vygon cannot confirm a quality problem with this product it will continue to be vigilant for this type of complaint.